Manufacturer narrative:
This report is for two (2) unknown screws. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for two (2) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent revision surgery to remove several screws from ankle due to pain. Upon removal two (2) screws broke. The fragments were removed from the patient but metal and bone fragments remain in the screw removal set instruments -the hollow reamer and spare reamer tube. Total of ten (10) screws were removed, eight (8) of which were intact. The patient's fracture was reported as being healed and was in stable condition after surgery. Required revision surgery was captured under (B)(4). Concomitant devices reported: screws (part # unknown, lot# unknown, quantity (B)(4)). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No additional information has been received for these fields. The manufacturing evaluation results are as follows. Two partial unknown screws were received for evaluation. Complaint replication is not applicable for this condition. The malfunction is most likely due to and off-axis extraction angle. The portions of screws lodged in the returned hollow reamer tubes are off axis with respect to the tubes (crooked). A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation for the returned instruments. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.